Event description:
The step reamer was inserted over the guidewire during a repair of an intertrochanteric fracture of the femur. When the reamer was removed it was noted by the surgeon that the tip of the reamer had broken off in the pt's femoral head.